Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that caller stated they attempted to connect to ins prior to head MRI and received message of "internal device has lost all data". The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue. Tss reviewed that ins had undergone power on reset and has turned off but in order to further connect with ins and see that it is indeed off, mdt rep or hcp would need to interrogate ins with clinician app to clear the message. Tss transferred caller to nas. Call was transferred from another tss, I assigned case to myself and documented the call codes, call code notes and sr information.